Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a colectomy, a piece of plastic fell off of the device and into the patient abdomen. It was easily retrieved. A similar device was used to complete the case with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 3/4/2020. Investigation summary the device was received with skiving of the heat shrink (shaft cover) material. All of the heat shrink material appeared to have been returned. In addition, the ptc was received fully attached to the upper jaw. The device was mechanically tested and no anomalies were noted. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The IFU warns "prior to inserting or removing the device from the trocar, ensure that the device is in the straight, non-articulated position by confirming that the indicator arrow on the articulation wheel is aligned with the top of the instrument." The IFU also warns the user to discontinue use if black heat shrink covering is damaged.

Manufacturer narrative:
(B)(4). Date sent: 3/3/2020. Additional information = h10.